Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. The device was explanted (B)(6) 2011 the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2012.